Manufacturer narrative:
Concomitant medical products: 439878 lead, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately six week post implant the cardiac resynchronization therapy defibrillator (crt-d) migrated "down towards armpit". Follow up was conducted but additional information could not be obtained. The device remains in use. No patient complications have been reported as a result of this event.